Event description:
An subdural post craniotomy icp (intracranial pressure) monitoring kit was reported to have malfunctioned. The event was described as follows; "the probe was inserted in the theatre. Icp reading 5, was stable for 2-3 hours in ICU (intensive care unit) then the reading shot up to 80. A new probe was inserted which read 5 and then the screen read check catheter probe connection."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.